Manufacturer narrative:
The product has been received and a follow-up report will be provided when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device inappropriately shut down. Complainant indicated that there was no pt involvement in the reported malfunction.